Event description:
A customer reported experiencing a cgm error 42 with their pump sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through a complete pump reset, after which the error code was resolved, and the customer successfully initiated their sensor session.